Event description:
It was reported via repair work order that the head end of the bed would not lower as the customer installed a washer on the motion interrupt pan which activated the limit switches. It was further reported that the scale was inaccurate due to load cell malfunction. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.